Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the left cylinder perforation and an edema, the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced. The cylinder was explanted and a new 18cm x12 mm cylinder was implanted. It was explained that the edema was all over the right scrotum area and the symptoms started after paraphimosis. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Correction to event: updated coding and event description.

Event description:
It was reported that due to the left cylinder perforation and an edema, the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced. The cylinder was explanted and a new 18cm x12 mm cylinder was implanted. It was explained that the edema was all over the right scrotum area and the symptoms started after paraphmosis. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient also had fluid loss with his device.

Event description:
It was reported that due to the left cylinder perforation and an edema, the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced. The cylinder was explanted and a new 18cm x12 mm cylinder was implanted. It was explained that the edema was all over the right scrotum area and the symptoms started after paraphmosis. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient also had fluid loss with his device.

Manufacturer narrative:
An allegation of fluid loss was reported. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in the cylinder body of cylinder 1 that was consistent with sharp instrument damage. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and found to fail the deflation test. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. Based on the implant duration of less than a week, it is possible the sharp instrument damage occurred during implant; however, this is unable to be confirmed. The allegation of an edema is also unable to be confirmed